Event description:
It was informed that the customer was hospitalized for dka. A self-test was performed and passed. All the programming on the pump was correct. The nurse would have the customer to call when available to perform further testing.